Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c4000 analyzer for one patient. The result was not reported to the provider. The customer retested the same sample, and the result was normal. The following data was provided: normal range is 1.6 to 2.6 mg/dl (B)(6) 2023 initial result = 7.54 mg/dl, repeat result = 2.05 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed troubleshooting procedures and determined the sample probe was the likely cause of the issue. The part was replaced, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect c4000 system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect processing module for serial (B)(6) or the sample probe was identified.